Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced trauma to the driveline exit site resulting in localized erythema without drainage. The patient was instructed to begin the driveline trauma protocol with betadine and oral antibiotics were started. The patient contacted the vad coordinator 1-2 days later with reports of wound drainage and increased erythema. The patient was admitted to the hospital. A CT revealed fluid collection around and tracking up the driveline with visible drainage. The drainage was cultured revealing staphylococcus. The patient underwent driveline debridement on (B)(6) 2016. During surgery a hematoma abscess was found and a jackson-pratt drain was placed. The patient would remain on IV antibiotics outpatient via PICC and would continue to be monitored. No further information was provided.